Event description:
Bipap screen went black while on patient. Error message "data acquisition pcba adc failed." Bipap was rebooted. Bipap connected to heliox. Error message occurred again and machine shut down.